Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 96 mg/dl. A replacement wall adapter was sent to resolve the issue. Additionally, it was reported that damage to the usb port made it difficult to plug in the charger. No further information regarding this issue was obtained as customer declined troubleshooting with tandem technical support.